Manufacturer narrative:
The field service engineer visited the site and determined that the issue was with the processor and not the light source. The e309 error was cleared by verifying the light source cable was seated/properly connected and was functioning. The e931 is the white balance error. The device was returned and customer allegation of no image was confirmed. No image was displayed when the device was used with 180 scope. Troubleshooting using test patient board set done and it was found that image was displayed with 180 scopes. Hence it was identified that the unit patient board was defective and had to be replaced. The video socket connecter had defective locker and did not secure the scope video cable. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis exera iii video system center displayed no image. Error codes e931 and e309 were displayed. This was an out-of-box failure that occurred during an endoscope ultrasound (eus) linear procedure. The device was used with 180 series scope. Even after replacing the pigtail, the issue persisted. The scope was tried on other unit/tower and there was no issue.the therapeutic procedure was completed with a similar device without any delay. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was found that the problem of ¿no image¿ was caused by a faulty patient board set. The cause of the faulty board could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.